Event description:
User is complaining that thyroid results for one pt do not match the clinical picture. The pt was seen for a thyroid nodule and was euthyroid. Initial results were tsh=0.04, ft4=65, ft3=29.5 (no date or units of measure provided) and thyroid uptake was normal. The pt was started on antithyroid medication (propylthiouracil). In 2009, the pt was retested with results as follows: tsh=0.07 miu per l, ft4=73 pmol per l, and ft3=16.3 pmol per l. These results were thought to be impossible and the pt was retested at another facility with the following results: tsh=1.07, ft4=12, and ft3=3.5 (no date or units of measure were provided). The pt was instructed to stop the medication. No info was provided to determine if the pt was adversely affected. If additional info is received, appropriate notification will be provided.